Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported issue is due to damage on plug unit, image noise occurs and the image cannot be seen is traced to component failure. Also, for the circuit board unit in scope connector is dirty, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a dirty circuit board unit in the scope connector, image noise, and the image could not be seen. There was no patient involvement.